Manufacturer narrative:
Additional information received via medwatch# (B)(4) on january 03, 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, about three minutes into the procedure, they received a fluid loss alarm. The physician checked the gauze that was placed inside the patient as a precautionary measure and it was noted to be wet and warm. There was a discoloration of the vagina as if the hot water touched into the patient's tissue. The burn was both internal and external and was both classified as first and second degree. It was treated with topical antibiotic, topical estrogen and silvadene cream. Patient is currently being evaluated by specialist (plastic, colo-rectal, urology). An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received on january 03, 2018. According to the complainant, proper procedures were performed. Cervix was confirmed to be sealed by the device. Two minutes into the procedure "fluid loss detected" error message was displayed. The device was allowed to cool down and the physician made necessary adjustments by adding a tenaculum and cool saline was used to cool the cavity. After removing the device, burn was noted at the vaginal canal and perineum. Physician attempted to perform the procedure again with a new kit however, the machine prompted that the cervix was not sealed. She placed two tenaculum and ring forceps on the cervix to give a strong seal and possibly complete the procedure but the machine picked up another "fluid loss" error message. The procedure was then aborted.

Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, about three minutes into the procedure, they received a fluid loss alarm. The physician checked the gauze that was placed inside the patient as a precautionary measure and it was noted to be wet and warm. There was a discoloration of the vagina as if the hot water touched into the patient's tissue. The burn was both internal and external and was both classified as first and second degree. It was treated with topical antibiotic, topical estrogen and silvadene cream. Patient is currently being evaluated by specialist (plastic, colo-rectal, urology). An additional attempt has been made to obtain follow up event details with no response from the clinician.